Event description:
Implant broke while being inserted after one turn with the screwdriver. Surgeon had to remove (which was very difficult) and had to use the size below (left 3rd toe).

Manufacturer narrative:
No adverse patient outcome reported. If additional information is received that changes the outcome of the investigation, a follow-up report will be filed.